Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial tachycardia procedure, puncture was performed at the right inguinal region, and the introducer was inserted. There were no issues at the beginning of the procedure, but the catheter was removed to exchange the electrode catheter, and it was noted that air was aspirated when applying negative pressure to the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.